Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on (B)(6) 2019. An investigation was conducted on (B)(6) 2019. A visual inspection was conducted. Signs of clinical use and sight evidence of blood was observed. Blood was observed on the heater wire. The heater wire was observed to be slightly flexed away at the center of the hot jaw to the tip of the hot jaw, but remained attached at the base and tip of the hot jaw. No other visual defects were observed. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test. It produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. An activation and transection capability test was performed over five (5) repetitions using "max life, test method" (bacon test). The device activated and transected the tissue five (5) times with no cautery failure observed. Based on the returned condition of the device and the results of the evaluation, the reported failure "failure to cut" was not confirmed, but was confirmed for the analyzed failure "material twisted/bent".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, they stated that the cut and cautery function did not work. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, they stated that the cut and cautery function did not work. A replacement device was used to complete the procedure. The hospital did not report any patient effects.